Manufacturer narrative:
(B)(4).

Event description:
It was reported stimulation was turning on even though patient had it turned off 2 years ago. Patient stated painful rectal stimulation. Symptoms occurred following exposure to a theft detector or security gate at a retail establishment. It was noted device as turned off and turned on after exposure. Patient stated the painful stimulation was gone once the device was turned off. Additional information was requested and will be provided when it becomes available.